Manufacturer narrative:
An event of valve under-expansion was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that valve was re-capture, re-deployment at a slower pace at the same location and a deeper depth were unsuccessful. Also indicated that patient had a very tortuous descending thoracic aorta which may have contributed to the reported event. The cause of the reported under-expansion could not be conclusively determined. Potentially, due to patient condition prior to implant contributed to the event, however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's perimeter of the annulus was 73mm, the left ventricular outflow tract (lvot) was 74.4mm, and the sinotubular junction was 28.9mm wide. The patient also had a very tortuous descending thoracic aorta. Pre-balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. During deployment, non-uniform expansion (nue) was observed with the valve. Standard techniques to mitigate, such as valve re-capture, re-deployment at a slower pace at the same location and a deeper depth were unsuccessful. The decision was made to switch the guidewire to an extra small size to lessen outward pressure. The valve and delivery system were removed from the patient and another pre-bav was performed. A new 27mm navitor vision valve and large flexnav delivery system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The user believed the nue was due to a very tight annulus and using the non-abbott guidewire to push against the commissure. The patient status was stable.